Event description:
Customer reported to customer service that she was diagnosed with thrush and it has reoccurred three times. Her lactation consultant said that it is possible that bacteria inside pump could have caused her condition.

Manufacturer narrative:
The customer reported that she was diagnosed and treated for thrush with antibiotics, diflucan topical- nystatin. A medela clinician will follow up with the customer. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Currently investigation (B)(4) is open for the thrush issue. Complaints are being monitored.